Manufacturer narrative:
(B)(4). It is indicated that the device was disposed at the facility and will not be returned for evaluation; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow-up, device interrogation showed high out of range impedance measurement on the left ventricular (lv) channel. The physician elected to explant the lv lead and did left bundle ranch pacing. Chest x-ray was performed and lead fracture was observed. The physician suspected the lead fracture was due to the patient previously underwent a cardiac angioplasty procedure. No additional adverse patient effects were reported.